Event description:
Nellcor puritan bennett received a report from a biomed of a n-395 with no audio. Biomed has isolated the problem to the speaker assembly and has described that the epoxy that holds contacts onto the speaker has come loose. No patient involvement.

Manufacturer narrative:
A replacement speaker has been ordered by the biomed. The speaker assembly has not been received for evaluation.